Event description:
Using saf-t intima subcutaneous (sq) infusion catheter, noted at initial push of darzalex, tubing leaking at tubing y site. Wrapped with opsite to continue infusion to conclusion. Lot #4351793 ref 383313.